Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set tubing snapped (separated) by the most proximal y-site (clearlink). This was observed while running normal saline on a patient to keep the vein opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and separation was observed between the tubing and third y-site clearlink in the upstream part. A dimensional test was performed, and the device was found to be within specifications. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.